Event description:
It was reported that before using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was found in the media before use. The following information was provided by the initial reporter: the customer found that the media was contaminated with bacteria before usage.

Manufacturer narrative:
H.6 investigation summary: material #: 251261. Lot/batch #: 2333948. Bd received samples for investigation. The samples were evaluated and the indicated failure mode for contamination with the incident lot was observed . No issues were found in retention samples. Based on a review of the batch history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was found in the media before use. The following information was provided by the initial reporter: the customer found that the media was contaminated with bacteria before usage.